Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed there was no water left inside the syringe and no defect or crack on the returned syringe. How and when the event occurred could not be determined. The potential root cause for this failure mode could be defect from vendor/rough handling. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe was filled with only 2ml when the package was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the syringe was filled with only 2ml when the package was opened.